Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was treat the left superficial femoral artery and popliteal artery that is 40% stenosed. Using a retrograde approach via the right side a non-abbott .035 guide wire along with a 6f sheath were both used with 60x120mm non-abbott balloon, including stent dilatation of a previously implanted stent. Same guide wire and sheath were used with a 6.0x150mm absolute pro self-expanding stent was advanced to the sfa and attempted to be deployed; however, significant resistance in the deployment system was felt. The stent did not deploy. When more force was applied, the thumbwheel did rotate further, producing a loud clicking sound. After that, the deployment system could rotate and felt no resistance; however, the stent still completely failed to deploy. The device removed and another same size absolute pro stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. Per device analysis the absolute pro self-expanding stent implant was observed to be exposed 2 mm from the distal end of the sheath and the sheath was separated from the distal end of the shuttle. No additional information was provided

Manufacturer narrative:
The device was returned for analysis and the reported activation failure and mechanical jam was able to be confirmed. The reported audible noise was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.